Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n143104, implanted: (B)(6) 2008, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
The patient reported that their previous pump failed in 2014 and overdosed the patient. The issue was noted as having been due to a battery failure in 2014 as per the patient. Before the battery had failed, it was noted that a physician had increased the drug concentration. The patient had never been able to hear the pump alarm. When the physician checked the previous pump, it was noted that the pump had alarmed. The patient was told by the medical community that ¿they may be in the 2% of high delivery ¿ volume or con centration.¿ the pump was used to deliver baclofen. No patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.